Event description:
The pt turned in the bed to attach the sheet over the mattress at the head of the bed. When pt put their weight on the head of the bed, which was raised to some degree, the head of the bed drifted to the flat position catching their left hand in the bed mechanism.